Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Review of ticket trending data did not identify an increase in complaint activity related to the complaint issue. A lot search was not completed as the likely cause lot is unknown. Labeling was reviewed and found to be adequate. Since the lot number was unknown, accuracy testing of a representative lot (36932un14) was reviewed to demonstrate acceptable assay performance. An internal troponin-I panel was tested with retained kits of reagent lot 36932un14. Acceptance criteria was met. Based on the available information, no product deficiency was identified. The suspect medical device list size code changed on july 16, 2014 to 02k41-38

Event description:
The customer observed a falsely elevated troponin-I result for one (B)(6) year old male patient newly diagnosed with lung neoplasm on the architect i2000sr analyzer. The following data was provided: (B)(6) initial 0.01 ug/l, repeated the next day as 0.68 ug/l. The patient was admitted with supraventricular tachycardia likely secondary to pulmonary sepsis. The patient received unnecessary heparin treatment (dapt and enoxaparin) due to the falsely elevated results. The sample was tested again as 0.05 ug/l and then repeated again (twice) at less than 0.01 ug/l.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.